Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested, not yet received.

Event description:
During a meniscal and acl repair procedure, the device misfired and another device was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device could not confirm the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Unique identifier - UDI # - (B)(6).